Manufacturer narrative:
It was reported that several minutes after the device was released the device embolized into the left atrium. The anatomy of the left atrial appendage (laa) and choosing the incorrect size device are possible causes for device migration or embolization. Information from the field indicated that the device sizing was determined according to amulet sizing chart. Field also indicated that a 30 second tension test was performed during the procedure and the device passed the close criteria with no recaptures and had tire compression. The investigation confirmed the device met dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Cine review was performed, and initial deployment in procedural images appeared more proximal than measurements and was off axis with a slight mitral shoulder. Additionally, the disc appeared to be in contact with the mitral leaflet. Procedural image series showed a tension test and upon release of the tension the device appeared to move slightly proximal. High angle views showed a severe mitral shoulder with the device proximal to the appendage. The images confirmed the device had embolized and was mobile within the la. Review of the angiographic images also revealed a device that was proximal in relation to the measured landing zone. Disc appeared flat post cable release not meeting close criteria. Based on the cine review, it is possible that the device being too proximal and not meeting close criteria may have resulted in device embolization, however this cannot be conclusively determined. The cause of the reported incident could not be conclusively determined. Field indicated that attempts were made to retrieve the device using a transcatheter snare but were unsuccessful. The reported surgical intervention was a result of case-specific circumstances as the patient was sent to surgery, and the embolized amulet occluder was removed. The patient was sent to surgery, and the embolized amulet occluder was removed. The patient required extracorporeal membrane oxygenation and was reported to be recovering while on tracheostomy tube and feeding tube due to a severe anoxic brain injury. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The orifice of the left atrial appendage was 24mm at 0 degrees, 23mm at 45 degrees. The landing zone was 16mm at 0 degrees, 17mm at 45 degrees, 20mm at 90 degrees, and 15mm at 135 degrees. During the procedure, the device was placed in the patient, and a 30 second tension test was performed. Transesophageal echocardiogram (tee) was used during procedure. The device passed the close criteria and had tire compression. Several minutes after the device was released, the device embolized into the left atrium. Attempts were made to retrieve the device using a transcatheter snare but were unsuccessful. The patient was sent to surgery, and the embolized amulet occluder was removed. Patient required extra corpeal membrane oxygenation (ECMO). The patient was reported to be recovering while on tracheostomy tube and feeding tube due to a severe anoxic brain injury. The cause of the embolization was unknown.